Manufacturer narrative:
Additional information: h6 (update codes), h11. H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified amount of access sets overinfused during infusion. The infusions ended 1 ¿ 1.5 hours early. The sets contained tpn (total parenteral nutrition). The sets were used in conjunction with spectrum pumps. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.